Manufacturer narrative:
Ge service representative performed an onsite investigation. The monitor power supply was replaced. The system was tested and found to be working as intended, and put back into service.

Event description:
The customer reported the system displayed a blank image during a procedure. No reports of patient injury.